Event description:
As reported by the user facility: under infusion: over the course of two days noticed that patients infusions of various drugs were not completing as programmed on pump. Rate and volume were set, but at the end of infusions, fluid still remained in bags. No specific rates or volumes available.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). In a follow up call to the reporter from the facility, she stated that the event occurred either on (B)(6) 2013. The pump was set to deliver 800ml and it only delivered around 150ml. After the pump was found to be under-infusing, the pump was turned off and on the following day the pump was working correctly. No adverse reactions occurred as a result of the incident. The actual pump involved in the reported incident has not been received yet for evaluation. The manufacturer's investigation into this reported event is ongoing. A follow up report will be filed when the investigation is completed.